Event description:
Caller wants to report that there were issues with two different power trialysis catheters. The doctors love this catheter and they have never had an issue so they suspect a mfg issue. The md attempted to place the catheter as usual and dilated the track but the catheter could not be pushed beyond skin level. This has happened twice with two different doctors. They opened other kits and they were able to pass the catheter into the vein without issues. Per conversation with nephrologist: she believed the catheter guidewire was too big. She tried to insert the catheter but it would not go in as normal and started to bend. This happened to the same patient with different doctors placing in different veins.

Manufacturer narrative:
The device has not been returned to the MFR at this time for eval. A lot history review (lhr) is not possible, as no mfg lot number has been provided by the complaint.